Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-00519; 391-09-610, s805 - wear/excessive wear, revision surgery.

Event description:
Revision surgery - due to poly wear.